Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 45 mg/dl. The customer stated that her blood glucose reading was 299 mg/dl before going to bed that night. The customer stated that she disconnected from the insulin pump to wash up before going to bed, and she woke up with low blood glucose levels. The paramedics were called and she was taken to the hospital. The customer stated that her doctor was unable to review any of the insulin pump history or care link reports because the date was incorrect. The date was corrected, and the customer's basal rates were decreased. Nothing further was reported.